Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate mode switch due to pvc's with retrograde conduction falling into pvarp and leading to competitive atrial pacing was observed. Egm was not available for review. Testing for retrograde and programming changes were suggested. Further actions will be discussed with the physician. No further information is available at this moment.